Event description:
Related manufacturer reference number: 2017865-2023-72604it was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted that the left ventricular (lv) lead exhibited loss of capture due to high capture thresholds. An x-ray was performed, and no anomaly was found. The physician attempted to replace with another lv lead but was unable to implant. The patient will be referred for epicardial lead and had no adverse consequences.